Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. After the cp was explanted, the patient experienced a cerebrovascular accident. Actions taken are unknown.

Manufacturer narrative:
The investigation into the reported stroke/cva has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine a root cause. The cause of the cva/stroke was determined to be unknown relation to impella since the stroke was due to cerebrovascular event type was bleeding. Purge solution type was not reported. As noted in the impella IFU: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ this report is being filed as part of a retrospective review of historical records.